Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), depression ("psychological trauma/pyscho condition/problem / depression"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), vision blurred ("vision problem / blurry vision"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fungal infection ("frequent yeast infection"), anxiety ("anxiety"), panic attack ("panic attacks"), palpitations ("heart palpitations"), tooth disorder ("dental prolems"), persistent depressive disorder ("persistent depressive disorder"), cognitive disorder ("unspecified neuro-cognitive disorder"), dry eye ("excessive dry eye"), constipation ("constipation"), diarrhoea ("diarrhea"), burning sensation ("burning sensation"), raynaud's phenomenon ("raynaud¿s syndrome"), cubital tunnel syndrome ("cubital tunnel syndrome"), asthma ("asthma"), abdominal adhesions ("abdominal adhesions"), pain ("entire body pain"), arthralgia ("right wrist pain"), pain in extremity ("left arm pain, left hand, pinky, ring and middle"), chest pain ("chest pain") and back pain ("back pain") and was found to have blood prolactin abnormal ("high/low prolactin"), weight increased ("weight gain") and cortisol decreased ("low cortisol levels"). The patient was treated with hysterectomy full. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, abdominal pain, hypersensitivity, depression, urinary tract disorder, vaginal infection, fatigue, alopecia, migraine, headache, blood prolactin abnormal, vision blurred, weight increased, nausea, nervous system disorder, cortisol decreased, vaginal haemorrhage, menorrhagia, allergy to metals, fungal infection, anxiety, panic attack, palpitations, tooth disorder, persistent depressive disorder, cognitive disorder, dry eye, constipation, diarrhoea, burning sensation, raynaud's phenomenon, cubital tunnel syndrome, asthma, abdominal adhesions, pain, arthralgia, pain in extremity, chest pain and back pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, blood prolactin abnormal, burning sensation, chest pain, cognitive disorder, constipation, cortisol decreased, cubital tunnel syndrome, depression, diarrhoea, dry eye, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, panic attack, pelvic pain, persistent depressive disorder, raynaud's phenomenon, systemic lupus erythematosus, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: treatment received for dysmennorhea (cramping),pelvic/abdominal pain, genital abnormal bleeding, lupus erythematosus, psych injury related to essure/psycho condit/problems, fatigue ,hair loss, hormonal changes, migraine, headaches, vision problems, weight gain essure insertion date provided in pfs- (B)(6) 2005 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167 kgs. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), depression ("psychological trauma/pyscho condition/problem / depression"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), vision blurred ("vision problem / blurry vision"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fungal infection ("frequent yeast infection"), anxiety ("anxiety"), panic attack ("panic attacks"), palpitations ("heart palpitations"), tooth disorder ("dental prolems"), persistent depressive disorder ("persistent depressive disorder"), cognitive disorder ("unspecified neuro-cognitive disorder"), dry eye ("excessive dry eye"), constipation ("constipation"), diarrhoea ("diarrhea"), burning sensation ("burning sensation"), raynaud's phenomenon ("raynaud¿s syndrome"), cubital tunnel syndrome ("cubital tunnel syndrome"), asthma ("asthma"), abdominal adhesions ("abdominal adhesions"), pain ("entire body pain"), arthralgia ("right wrist pain"), pain in extremity ("left arm pain, left hand, pinky, ring and middle"), chest pain ("chest pain") and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), depression ("psychological trauma/pyscho condition/problem / depression"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), vision blurred ("vision problem / blurry vision"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fungal infection ("frequent yeast infection"), anxiety ("anxiety"), panic attack ("panic attacks"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), persistent depressive disorder ("persistent depressive disorder"), cognitive disorder ("unspecified neuro-cognitive disorder"), dry eye ("excessive dry eye"), constipation ("constipation"), diarrhoea ("diarrhea"), burning sensation ("burning sensation"), raynaud's phenomenon ("raynaud¿s syndrome"), cubital tunnel syndrome ("cubital tunnel syndrome"), asthma ("asthma"), abdominal adhesions ("abdominal adhesions"), pain ("entire body pain"), arthralgia ("right wrist pain"), pain in extremity ("left arm pain, left hand, pinky, ring and middle"), chest pain ("chest pain") and back pain ("back pain") and was found to have blood prolactin abnormal ("high/low prolactin"), weight increased ("weight gain") and cortisol decreased ("low cortisol levels"). The patient was treated with hysterectomy full. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, abdominal pain, hypersensitivity, depression, urinary tract disorder, vaginal infection, fatigue, alopecia, migraine, headache, blood prolactin abnormal, vision blurred, weight increased, nausea, nervous system disorder, cortisol decreased, vaginal haemorrhage, menorrhagia, allergy to metals, fungal infection, anxiety, panic attack, palpitations, tooth disorder, persistent depressive disorder, cognitive disorder, dry eye, constipation, diarrhoea, burning sensation, raynaud's phenomenon, cubital tunnel syndrome, asthma, abdominal adhesions, pain, arthralgia, pain in extremity, chest pain and back pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, blood prolactin abnormal, burning sensation, chest pain, cognitive disorder, constipation, cortisol decreased, cubital tunnel syndrome, depression, diarrhoea, dry eye, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, panic attack, pelvic pain, persistent depressive disorder, raynaud's phenomenon, systemic lupus erythematosus, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: treatment received for dysmennorhea (cramping),pelvic/abdominal pain, genital abnormal bleeding, lupus erythematosus, psych injury related to essure/psycho condit/problems, fatigue ,hair loss, hormonal changes, migraine, headaches, vision problems, weight gain essure insertion date provided in pfs- (B)(6) 2005 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167 kgs. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), depression ("psychological trauma/pyscho condition/problem / depression"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), vision blurred ("vision problem / blurry vision"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fungal infection ("frequent yeast infection"), anxiety ("anxiety"), panic attack ("panic attacks"), palpitations ("heart palpitations"), tooth disorder ("dental prolems"), persistent depressive disorder ("persistent depressive disorder"), cognitive disorder ("unspecified neuro-cognitive disorder"), dry eye ("excessive dry eye"), constipation ("constipation"), diarrhoea ("diarrhea"), burning sensation ("burning sensation"), raynaud's phenomenon ("raynaud¿s syndrome"), cubital tunnel syndrome ("cubital tunnel syndrome"), asthma ("asthma"), abdominal adhesions ("abdominal adhesions"), pain ("entire body pain"), arthralgia ("right wrist pain"), pain in extremity ("left arm pain, left hand, pinky, ring and middle"), chest pain ("chest pain") and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: events: high/low prolactin and low cortisol levels, abnormal bleeding(vaginal, menorrhagia), frequent yeast infection, depression, anxiety and panic attacks, migraines / headaches, heart palpitations, dental problems, persistent depressive disorder, unspecified neuro-cognitive disorder, nickel allergy, blurry vision and excessive dry eye, constipation, diarrhea burning sensation, asthma, cubital tunnel syndrome, raynaud¿s syndrome, wrist pain, abdominal adhesions, arm pain, chest and back pain were added. Reporters and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), depression ("psychological trauma/pyscho condition/problem / depression"), urinary tract infection ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), vision blurred ("vision problem / blurry vision"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fungal infection ("frequent yeast infection"), anxiety ("anxiety"), panic attack ("panic attacks"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), persistent depressive disorder ("persistent depressive disorder"), cognitive disorder ("unspecified neuro-cognitive disorder"), dry eye ("excessive dry eye"), constipation ("constipation"), diarrhoea ("diarrhea"), burning sensation ("burning sensation"), raynaud's phenomenon ("raynaud¿s syndrome"), cubital tunnel syndrome ("cubital tunnel syndrome"), asthma ("asthma"), abdominal adhesions ("abdominal adhesions"), pain ("entire body pain"), arthralgia ("right wrist pain"), pain in extremity ("left arm pain, left hand, pinky, ring and middle"), chest pain ("chest pain") and back pain ("back pain") and was found to have blood prolactin abnormal ("high/low prolactin"), weight increased ("weight gain") and cortisol decreased ("low cortisol levels"). The patient was treated with hysterectomy full. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, abdominal pain, hypersensitivity, depression, urinary tract infection, vaginal infection, fatigue, alopecia, migraine, headache, blood prolactin abnormal, vision blurred, weight increased, nausea, nervous system disorder, cortisol decreased, vaginal haemorrhage, menorrhagia, allergy to metals, fungal infection, anxiety, panic attack, palpitations, tooth disorder, persistent depressive disorder, cognitive disorder, dry eye, constipation, diarrhoea, burning sensation, raynaud's phenomenon, cubital tunnel syndrome, asthma, abdominal adhesions, pain, arthralgia, pain in extremity, chest pain and back pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, blood prolactin abnormal, burning sensation, chest pain, cognitive disorder, constipation, cortisol decreased, cubital tunnel syndrome, depression, diarrhoea, dry eye, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, panic attack, pelvic pain, persistent depressive disorder, raynaud's phenomenon, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: treatment received for dysmenorrhea (cramping),pelvic/abdominal pain, genital abnormal bleeding, lupus erythematosus, psych injury related to essure/psycho condition/problems, fatigue ,hair loss, hormonal changes, migraine, headaches, vision problems, weight gain essure insertion date provided in pfs- (B)(6) 2005 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167 kgs. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), depression ("psychological trauma/pyscho condition/problem / depression"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), vision blurred ("vision problem / blurry vision"), nausea ("nausea"), nervous system disorder ("nuero condition/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fungal infection ("frequent yeast infection"), anxiety ("anxiety"), panic attack ("panic attacks"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), persistent depressive disorder ("persistent depressive disorder"), cognitive disorder ("unspecified neuro-cognitive disorder"), dry eye ("excessive dry eye"), constipation ("constipation"), diarrhoea ("diarrhea"), burning sensation ("burning sensation"), raynaud's phenomenon ("raynaud¿s syndrome"), cubital tunnel syndrome ("cubital tunnel syndrome"), asthma ("asthma"), abdominal adhesions ("abdominal adhesions"), pain ("entire body pain"), arthralgia ("right wrist pain"), pain in extremity ("left arm pain, left hand, pinky, ring and middle"), chest pain ("chest pain") and back pain (" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: event urinary tract disorder updated to uti. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('genital abnormal bleeding') and systemic lupus erythematosus ('lupus erythematosus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psychological trauma/psycho condition/problem"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), visual impairment ("vision problem"), nausea ("nausea") and nervous system disorder ("nuero condit/prob") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with hysterectomy full. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, abdominal pain, hypersensitivity, psychological trauma, urinary tract disorder, vaginal infection, fatigue, alopecia, migraine, headache, hormone level abnormal, visual impairment, weight increased, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, systemic lupus erythematosus, urinary tract disorder, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: treatment received for dysmennorhea (cramping),pelvic/abdominal pain, genital abnormal bleeding, lupus erythematosus, psych injury related to essure/psycho condit/problems, fatigue, hair loss, hormonal changes, migraine, headaches, vision problems, weight gain essure insertion date provided in pfs (B)(6) 2005 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: (essure confirmation test unspecified), bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Previously reported event "injury to herself" updated to "dysmennorhea (cramping)", events "pelvic/abdominal pain, genital abnormal bleeding, nickel allergy, rash/skin condition, lupus erythematosus, psych injury related to essure/psycho condit/prob, urinary problems, vaginal infection, fatigue ,hair loss, hormonal changes, migraine, headaches, vision problems, weight gain, nuero condit/prob, nausea", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.